Event description:
The manufacturer received information alleging her device has the wrong prescription. Patient alleges that she has been experiencing stomach cramps from high pressure. There was no harm or injury reported. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.